Manufacturer narrative:
Block d2b: additional applicable product codes: qrb.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a revision procedure for an unspecified reason. No additional information is available at this time.

Manufacturer narrative:
Block d2b: additional applicable product codes: qrb. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a revision procedure for an unspecified reason. No additional information is available at this time.